Event description:
Customer reported the insulin pump has been buzzing and when she looks at it. The device has a blank display but it is not black. The light is on but the meter will not transfer to the device. Customer's blood glucose was 212 mg/dl. The device did not have any physical damage. The device was not dropped, bumped, or exposed to moisture. Customer does not use recommended battery type. The battery cap was not missing or damaged. The battery compartment and spring were neither damaged nor corroded. New battery was inserted and back light came on, nothing else. Customer was advised to clean the battery compartment, inserted battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13 lcd isolation tape noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.